Event description:
During functional testing by a service technician, it was found that the device had a gap between the nose housing and shaft of the attachment. The device was in one piece.

Manufacturer narrative:
After reassessment it was determined that this event was filed in error. The micro drill medium straight attachment did not separate into pieces. The device was found to have a larger than usual gap between the nose and nose housing. This malfunction is not known to cause or contribute to serious injury if it were to recur.

Manufacturer narrative:
The device was discarded by the manufacturer.

Event description:
It was reported that during testing conducted at the manufacturer facility, the nose of the micro drill medium straight attachment was found to be separating from the nose housing. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event. After reassessment it was determined that this event was filed in error. The micro drill medium straight attachment did not separate into pieces. The device was found to have a larger than usual gap between the nose and nose housing. This malfunction is not known to cause or contribute to serious injury if it were to recur.

Event description:
It was reported that during testing conducted at the manufacturer facility the nose of the micro drill medium straight attachment was found to be separating from the nose housing. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.